Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Device manufacture date is not available at the time of reporting missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the field that after a pulserider (211d/w3320-02) assisted coil embolization procedure, an asymptomatic brainstem infarction was observed. The pulserider device was used as per the instructions for use (IFU). According to the doctor, this is common after an endovascular treatment however the doctor notated that the relationship of the event and device is unknown. The patient is currently in stable condition and was discharged from the hospital without any treatment. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). The device remains implanted and thus is not available for investigation, since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A manufacturing record evaluation (mre) was performed for the finished device w3320-02 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). B5: additional information received on 01 mar 2021 indicated that the intended procedure was a pulserider-assisted coil embolization of a cerebral artery aneurysm. The patient experienced the asymptomatic brainstem infarction following the procedure. No medical intervention was performed, and the patient was discharged. Per the physician, this issue can happen with any procedure and the cause is unknown. There were no alleged product malfunctions associated with the pulserider. No information was reported regarding the brand/manufacturer of coils used during the procedure. No further information could be obtained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported from the field that after a pulserider (211d/w3320-02) assisted coil embolization procedure, an asymptomatic brainstem infarction was observed. The pulserider device was used as per the instructions for use (IFU). According to the doctor, this is common after an endovascular treatment however the doctor notated that the relationship of the event and device is unknown. The patient is currently in stable condition and was discharged from the hospital without any treatment. Additional information received on 01 mar 2021 indicated that the intended procedure was a pulserider-assisted coil embolization of a cerebral artery aneurysm. The patient experienced the asymptomatic brainstem infarction following the procedure. No medical intervention was performed, and the patient was discharged. Per the physician, this issue can happen with any procedure and the cause is unknown. There were no alleged product malfunctions associated with the pulserider. No information was reported regarding the brand/manufacturer of coils used during the procedure. No further information could be obtained. The device remains implanted and thus is not available for investigation, since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A manufacturing record evaluation (mre) was performed for the finished device w3320-02 number, and no non-conformances related to the reported complaint condition were identified. Neurological sequelae, including stroke, are known potential complications associated with stent-assisted coil embolization procedures and are listed in the pulserider instructions for use (IFU) as such. With the amount of information available, it is not possible to draw a conclusion between the device and the reported event. However, there are patient, procedural, and pharmacological factors that may have contributed to the stroke rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Section h6: health effect impact code: minor injury is to be removed from the initial medwatch report submitted.